Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Device return expected, but not yet received

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.1200. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.1200. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced right iui for broken ribs cause no communication to pcu error 200.1200 and bezel mech for corroded. And rear case for dented. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the conn iui. A review of the device history record showed the device had a manufacture date of 22oct2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.1200. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced right iui for broken ribs cause no communication to pcu error 200.1200. And bezel mech for corroded. And rear case for dented. As found sw 9.33. As left ver 9.33. Tested pm the failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 22oct2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the conn iui . A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.